Manufacturer narrative:
Block b3: exact date unknown, event occurred weeks ago from date manufacturer was made aware.

Event description:
It was reported that the ipg would get warm during charging and the patient had to charge it several times a day for several hours. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure, wherein a non-rechargeable device was implanted. The patient was doing well postoperatively. The explanted device was discarded by the medical facility.